Manufacturer narrative:
The surgeon reported that the incident was due to operator technique rather than the performance of the navigation system. The system behaved as designed and there have been no further issues.

Event description:
A medtronic rep reported an alleged inaccuracy during a cranial surgery because the head frame was moved. The case continued as planned with no impact to the pt reported.